Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported coring. Event description: we are having some quality issues with our blunt needle, mfg ID 305180. When making a draw through a rubber cap we are occasionally getting chunks of rubber breaking off.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported that during needle draws through a rubber cap, rubber fragments occasionally break off. To support the investigation, two unblistered samples and three photographs were submitted for evaluation by the quality team. One of the samples was received without a plastic shield. A visual inspection was conducted using 30x magnification. No damage, grinding defects, or hook anomalies were observed. The bevels and etching appeared to be within specification. The provided photographs depict a needle assembled to a syringe, inserted into a vial. Particulate matter was visible in both the vial and the syringe; however, no additional information could be extracted from the images. A device history record (DHR) review was completed for material number 305180, lot 5064188. The review did not identify any quality issues during production that could be linked to the reported condition. No related quality notifications were found, and all processes and final inspections were performed in accordance with specification requirements. To date, no similar complaints have been reported for this lot. Based on the investigation and analysis of the submitted photographs, the reported symptom has been confirmed. However, no defects were identified in the returned physical samples.